Event description:
Facility reported: first broncho-catheter tube in and cuff failed, tube replaced, second b/c cuff failed right after procedure completed, pt reintubated with endotracheal tube. Facility did not report if tubes were pretested prior to use.